Event description:
It was reported that the insulin pump screen was frozen. Customer reported that the insulin pump has steady wining sound and when pressing act/esc button nothing was moving. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.